Event description:
It was reported the patient had a pump implanted in 2008. Six days later, there was a suspected infection; the patient experienced pyrexia. On the next day, the patient had pyrexia (38.4 degrees c) and a mild headache. Lab tests revealed an elevated crp and wbc. A urine culture was obtained. Later, on the same day, the patient was administered pentcillin intravenously for suspected meningitis. Subsequently, the patient was diagnosed with a urinary tract infection based on the urine culture results. The symptoms improved with antibiotics; the crp and white blood cell count also decreased. On the following month, there was no sign of local infection. On the day before, the course of pentcillin was completed. At an assessment the same day, the patient was noted as recovered. Per the reporter, the event was mild and unrelated to the investigational drug. The relationship of the event to the pump and catheter was unknown; per the reporter, no problems with the pump or catheter were noted during the implantation procedure.

Manufacturer narrative:
(B)(4).